Event description:
The patient was scheduled for her routine right nephrostomy tube exchange on [redacted]. The procedure was performed with no complications. On arrival home the patient noticed there was urine leaking around the connection end of the tube, with part of the string protruding out. The patient tried to fix the problem but did not have any luck. The patient called on [redacted]-the following day and was informed to come back to ir [interventional radiology] and we would try to solve the problem. The decision was made to replace the existing catheter with a new one. The exchange was made and the patient left with the knowledge to alert us of any problems with this new catheter.